Manufacturer narrative:
Appropriate term / code not available (e2402) utilized to capture bulging. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-05052022-0001178896 submitted for adverse event which occurred on (B)(6) 2019 mwr-05052022-0001178895 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgeries on (B)(6) 2019 and (B)(6) 2019. It was reported that the patient experienced abdominal pain and bulging. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/31/2022. Additional information: a2 date sent to the FDA: 10/31/2022.